Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level was 279 mg/dl. She corrected her blood glucose level with a manual injection. The product was not returned. Nothing further to report.